Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 167 mg/dl (patient's meter) and 48 mg/dl (professional meter). The patient's father reported the patient was transported by ambulance to the hospital and treated for hypoglycemia via IV. No further information was provided.